Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Reference product event (B)(4).

Event description:
Medtronic (B)(4) received report that a patient developed a fistula post-pipeline deployment. The patient was being treated for a large, unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). There were no difficulties during pipeline deployment. Post-deployment, a fistula was noted between the aneurysm and jugular vein. The cause of the fistula is not clear. Coils were placed to resolve the fistula. Immediate post-procedure angiographic result was eclipse. Patient was doing fine post-procedure and is stable. The patient was on dual anti-platelet therapy.